Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer stated that he will revert to manual injections until he receives a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.